Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-conclusion no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a user facility and healthcare provider via medwatch (B)(4) on may 17, 2017. It was reported on (B)(6) 2017, a product problem occurred. The programmable baclofen pump was aging and expired. The pump was replaced, and it was reported the connector would come off. The patient had the pump replaced approximately seven years earlier. Other therapies in use on the patient were listed as not applicable. Other devices in use on the patient were listed as not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter .

Event description:
Information was received from a healthcare provider via company representative regarding a patient who was receiving baclofen 2000mc g/ml, dose not reported via an implantable pump. It was reported the pump was being routinely replaced due to eri (elective replacement indicator). Upon opening the pocket and removing the pump the physician observed tissue growing around the connector. When he went to remove the connector the outer white coating came off but the inside stayed attached to the pump. The catheter connector was replaced and then attached to the new pump without any complication. There were no patient symptoms reported and the environmental, external, or patient factors that may have led or contributed to the event was reported as ¿baclofen patient¿. There was no troubleshooting or diagnostics performed. The interventions/actions taken was the connector was replaced. The issue was resolved at the time of the report and the patient status was noted as alive, no injury. No further complications were reported/anticipated.

Manufacturer narrative:
The other applicable component includes: product ID 8709sc (B)(4) implanted: (B)(6) 2010 explanted (partially): (B)(6) 2017 product type catheter. Interrogation of the implantable pump (B)(4) revealed the device had been programmed to deliver 12.5mcg/day of baclofen at 2,000 mcg/ml. Evaluation of the pump did not identify any anomalies. As received for analysis, the elective replacement indicator (eri) was at three months. The returned pump passed all functional testing in the lab. Analysis of the implantable catheter (B)(4) revealed the following: the partial catheter was returned in one segment, and included the sutureless connector (sc) assembly, proximal section, pin connector, and the beginning of the distal section. A visual inspection of the segment identified damage to the sc connector consistent with difficulty removing the connector from the pump during explant. As received, the titanium housing was found to be detached from the sc connector. A visual inspection also identified a cored indent down in the cup of the sc connector. However, due to the damage to the sc connector, pressure leak testing could not be performed on the connector. The segment was found to be patent. The catheter body portion of the segment was subjected to pressure leak testing, and no leaking was identified in the lab. Patient code (B)(4); device codes (B)(4), (B)(4), (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.